Event description:
Upon investigation, it has been determined that the debris in the sterile packaging meets the acceptable criteria and product is conforming to specifications. Event is no longer considered reportable, and initial report should be voided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event reports that debris was identified inside the sterile packaging. Evaluation of the returned product/photographs provided confirmed the following: lot #2920983, 3581704, 2563642, 3684090: debris inside the sterile packaging which is consistent with the appearance of foam debris from the foam packaging inside the sterile barrier. Lot #2725334 damage to sterile blister and debris inside the sterile packaging which is consistent with the appearance of foam debris from the foam packaging inside the sterile barrier. Lot #3391428 damage to sterile blister and debris inside the sterile packaging which is consistent with the appearance of foam debris from the foam packaging and the porous coating inside the sterile barrier. The reported event is confirmed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The likely condition of the product when it left zimmer biomet was conforming to specification. The root cause of the reported event is likely to be due to transit damage causing the foam packaging to become abraded and shed. As part of the CAPA process, the pouch is being improved to use a stronger material (nylon), and foam end caps are being added. Also, the orientation the devices are packed in the shipper box is moving from vertical to horizontal, and the thickness of the shipper box has been increased. Upon investigation, it has been determined that the debris in the sterile packaging meets the acceptable criteria and product is conforming to specifications. Event is no longer considered reportable, and initial report should be voided.

Manufacturer narrative:
(B)(4). Report source: foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 02166, 0001825034 - 2020 - 02167, 0001825034 - 2020 - 02168, 0001825034 - 2020 - 02170, 0001825034 - 2020 - 02171.

Event description:
It was reported circulated items were investigated and identified debris in sterile packages. No patients were involved. No further event information is available at the time of this report.